Manufacturer narrative:
Block e1: (B)(6). Block f10: problem code 1069 captures the reportable event of guide catheter break. Block h10: product analysis the returned advanix rx bili preload db was analyzed, and a visual evaluation noted the stent was returned unloaded from the delivery system. The pull wire was kinked/bent in several locations. The push catheter was torn adjacent the handle and the pull wire was dislodged from the delivery system, push catheter was also kinked/bent in several locations. The push catheter was cut to expose and inspect the guide catheter and it was observed the guide catheter was detached/separated from the delivery system, also it was kinked/bent in several locations. The reported event was confirmed. It is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. Patient anatomy and customer maneuvering during the use of the device can lead to kink/bend the push catheter, guide catheter and pull wire. Once the push catheter, guide catheter and pull wire are kinked, this condition can cause resistance due to fiction between the components at kinked areas, continued attempts to retract the pull wire/guide catheter can result in guide catheter detachment and force applied to the device to release the stent can tear the push catheter. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography in the common bile duct performed on (B)(6) 2019. According to the complainant, the lesion was choledocholithiasis in bile duct. During the procedure, after removing the stone, the physician used the advanix biliary stent for drainage. While deploying the stent, the guide catheter broke. The broken inner guide catheter remained within the push catheter, enabling the delivery system to be removed in one piece. The procedure was successfully completed with another advanix biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography in the common bile duct performed on (B)(6) 2019. According to the complainant, the lesion was choledocholithiasis in bile duct. During the procedure, after removing the stone, the physician used the advanix biliary stent for drainage. While deploying the stent, the guide catheter broke. The broken inner guide catheter remained within the push catheter, enabling the delivery system to be removed in one piece. The procedure was successfully completed with another advanix biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.